Manufacturer narrative:
The unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The unit had a cracked case at the display window corners, cracked battery tube threads, a minor scratched display window, a stripped battery cap coin slot, and a bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father called in to report that the battery cap was stuck and would not come off. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown, but the father reported it to be high. The customer was treated with a manual injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.